Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by manufacturing lot code was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. It was noted the product was implanted in the early 1990's suggesting the product was implanted for approximately fifteen to twenty years prior to revision. Polyethylene wear after approximately fifteen plus years implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address poly wear of the insert and osteolysis.